Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a90w. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged and with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, upon firing and cutting, the staple end broke off, it stapled and did not cut, stuck on the patients bowel, and removed by wedging an instrument (no harm to the patient). The wedging of the instrument opened up the device jaw and removed from patient. Procedure was successfully completed. There were no patient consequences reported.